Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It as reported that one of the lvp's (8100) disconnected from the pcu (8015). Although requested, further information was not provided.

Manufacturer narrative:
The customer¿s reported complaint of a pump disconnecting from the pcu was confirmed through a review of the logs; however, the event was identified on (B)(6) 2021 instead of the reported date of (B)(6) 2021. Based on log analysis results, a channel disconnect event occurred on (B)(6) 2021 at 10:34 pm. The event was associated to a power loss between the pcu and the pump module s/n (B)(6). At the time of the channel disconnect/power loss, affected pump was infusing at a rate of 12ml/h on channel b. The pump module was channeled off at 10:37 pm, a few minutes after the event occurred. Iui test method results suspects the pcu male iui connector causing the channel disconnected failure. Several contributing factors can be attributed to the iui failure including the presence of white dried residue, contamination, and the fibers identified during the investigation. It is believed that the wiping action of the pins attributed to the alarm no longer repeating during testing. Proper iui connector inspection and cleaning practices should be followed as instructed by the alaris user manual. Iui connectors should be inspected prior to use and should be replaced when surface contaminants, blue or green corrosion, crushed ribs or cracks are identified. Iui covers are also available to protect from contamination which can lead to corrosion. The system was being used for treatment during the reported event. The probable cause of the customer¿s experience of a channel disconnected event was a result of a power loss between the pcu and pump module s/n (B)(6) caused by the presence of contamination on the male iui connector modtr pin on the pcu. A review of the device history record showed the device had a manufacture date of 05/04/2020. The review was performed beginning from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for s/n (B)(6) was performed in trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
It as reported that one of the lvp's (8100) disconnected from the pcu (8015). Although requested, further information was not provided.